Event description:
It was reported, while the ventilator was connected to a pt, the ventilator shut down and audibly alarmed. No pt injury was reported. According (B)(4) received on (B)(6), 2010, it was further reported that the pt was receiving a chest x-ray. Hospitals staff heard an ventilator alarm from outside of pt's room, ventilator was not cycling, saturation was maintained and a brief period of atrial fibrillation occurred (pt is chronic a-fib). Staff immediately began to manually ventilate the pt and continued until a replacement ventilator was introduced.

Manufacturer narrative:
The event is still under investigation, further information and parts for investigation were requested, but have not been received until now. Investigation results will be reported in a follow-up report.